Event description:
It was reported that the tubing of a clearlink system - non-dehp solution set was not able to be removed from hub. This was identified after completion of infusion. To resolve the event, the tubing was removed with clamps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.